Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using cold insulin. Clinical support informed customer that using cold insulin is off label per the tandem user guide. System check was performed by tandem technical support and customer continued to receive occlusion alarm. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 473 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.